Event description:
It was reported that two days after a coronary ptca/drug eluting stenting treatment procedure, the pt returned with a new q-wave anterior myocardial infarction. In 2003, the physician successfully performed angioplasty and deployed another MFR's stent in a 90% lesion in the rca. Thrombus was noted pre-procedure, but was not visible post-procedure. The physician then pre dilated a lesion in the proximal lad. A taxus express2 2.5 x 15 mm drug eluting stent was then deployed. A second taxus express2. 2.5 x 16 mm drug eluting stent was deployed in the 1st diagonal branch. The characteristics of these lesions are unknown. The pt was taking aspirin and clopidogrel upon admission and was given aspirin and heparin at the beginning and during the procedure. There were no reported complications. The pt returned two days later with a new q-wave anterior myocardial infarction and rise in the levels of cardiac markers in the blood. At that time, the pt underwent ptca for stent thrombosis of the taxus express2 drug eluting stent in the proximal lad. The next two days, the pt underwent a second ptca for intrastent thrombosis in the proximal lad. There was no intervention on the thrombosis in the taxus express2 stent in the 1st diagonal. The pt remained hospitalized in the intensive care unit for 10 days, total hosp stay of 26 days. Pt was discharged angina free. Aspirin was prescribed indefinitely; clopidogrel was prescribed for 12 months. Same case as MFR's # 6000089-2003-00929.